Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that (unisg) fracture. Doctor was able to remove the fracture portion with another instrument.

Manufacturer narrative:
No product was returned for investigation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® square uniscrews it is recommended to torque at 20ncm. Complaint indicates screw fracture in the implant. Alleged event was non-verifiable without the return of the product. A singular root cause could not be verified. The following sections has been updated: date of this report. Date received by manufacturer. Follow-up number. If follow-up, what type. Emulation codes. Additional narrative.